Manufacturer narrative:
(B)(4) concomitant medical devices: item# 233500004; lot# unk; item# 233500004; lot# unk; item# 233500005; lot# unk. Visual examination of the provided pictures identified the bit broke when removed with pliers. No product was returned, therefore dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Lot identification is necessary for review of device history records, lot identification was not provided. The drill bit fracture likely resulted from the drill bit getting stuck in the guide; the root cause of the reported issue is attributed to design deficiency. Actions were initiated as a result of the investigation of this event. Zimmer biomet is conducting a medical device recall for two lots of the alps® clavicle plating system soft tissue guide, 2.2mm/2.7mm. It has been reported that the instruments may become cold welded together when the drill is inserted through the soft tissue guide. This prevents disassociation of the instruments and potentially leads to an increased chance of fracture of the drill. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately ten (10) weeks ago during surgery, the drill bit became lodged in the guide. While the bit was being removed from the guide with pliers, it had broken. There was no patient impact. Attempts have been made and no further information has been provided.